Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0 mm x 150 mm x 150 cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a different coyote¿ balloon catheter. No patient complications nor injuries were reported.